Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe had been smeared off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is the second issue in a month that we have had¿. 1. The product is not available for return. It has been discarded. 2. The patient did not receive a dose from the reported device. 3. The first issue was previously reported on (B)(6) 2022. Product was stored properly prior to dose preparation. Event is not a result of improper shipping. Event is not a result of a storage issue. The product was not prepared for administration. The product was not administered to the patient. The event was not a result of a natural disaster. No further information was available at the time of this report."

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the print was severely skewed and corkscrewed around the syringe barrel. The physical sample is required for a more in-depth evaluation of the product to determine other potential contributing factors. The observed condition was non-conforming per product specification. A device history record review was completed for provided lot number 9112918. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe had been smeared off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is the second issue in a month that we have had¿... 1. The product is not available for return. It has been discarded. 2. The patient did not receive a dose from the reported device. 3. The first issue was previously reported on 25-may-2022... Product was stored properly prior to dose preparation. Event is not a result of improper shipping. Event is not a result of a storage issue. The product was not prepared for administration. The product was not administered to the patient. The event was not a result of a natural disaster. No further information was available at the time of this report.."